Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, increased threshold measurements, and loss of capture. The device was reprogrammed to a different lv pacing vector, and normal impedance measurements were noted. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.